Event description:
In 2008, the pt reported that for a few years she rec'd repeated occlusion messages on her insulin infusion device with her infusion sets. She stated her normal blood glucose range is 90-135 mg/dl but when she gets occlusions, her readings elevate to the 400 mg/dl to "hi" range. She said she corrects her elevated readings within a few hrs by changing her infusion headset and tubing and bolusing insulin. The pt stated she has tried 3 different insulins but the issue has continued. The pt stated she believes the occlusion is in the tubing when she disconnects from her headset and tries to bolus through the tubing, she still receives an occlusion message. She then detaches the tubing and can bolus through the adapter without error. She states she attaches a new tubing which resolves the issue for a few days. She said she normally changes her tubing every 5 days to avoid occlusions. During troubleshooting, the pt stated she is using the longer tubing and lives in a warm environment. The pt was advised to try a shorter tubing to minimize the time the insulin is exposed in the tubing. Complimentary infusion sets were sent to the pt. The pt said the adapter on her infusion device has not been changed in several months. She was advised it should be changed with every 10th cartridge change. The pt did not retain any affected infusion sets to return. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.